Event description:
Customer reports to have received three no delivery alarm. Customer's blood glucose was 445 mg/dl. Customer's blood glucose at the time of call was 195 mg/dl. Customer was able to resolve no delivery with infusion set change. Customer will return reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.